Event description:
A customer reported that during a vitrectomy procedure for a macular hole, the sys displayed a blue screen then the infusion stopped working. The surgeon opted to use air infusion instead to maintain the eye pressure. The sys began to function again, but infusion was still unavailable. The procedure was completed with air infusion. The customer indicated the surgery was only delayed a couple of minutes but the infusion stopping was a concern as "the tear may have worsened." Multiple attempts have been made to get clarification as to whether or not a tear actually occurred, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).